Event description:
It was reported that this right ventricular (rv) lead showed high pacing impedance out-of-range of over 2500 ohms in both unipolar and bipolar configuration, discarding a spring connection issue according to boston scientific technical services (ts). No noisy signals were noticed but the capture thresholds are raising. Ts indicated this is most likely a lead issue or tissue to electrode interface issue and recommended to replace this rv lead. This rv lead remains in service and no adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).